Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels (345 mg/dl). Reportedly, when the customer set up the pump settings they forgot to turn on the high bg reminders. Tandem technical support guided the customer through setting their high bg reminder to "on." Customer delivered a correction bolus to stabilize bg levels.